Manufacturer narrative:
Establishment labs has not received the unit involved for analysis yet. However, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.

Event description:
France. It was reported that a patient who had her motiva implants, presented a device rupture in her left breast ((B)(6)) and capsular contracture baker grade ii in both breasts. An explant surgery was required.

Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion: ¿ device involvement: a causal relationship between the reported event and the device could not be established. ¿ event characterization: the event was classified as device not returned and condition not confirmed 3. Technical investigation summary: laboratory testing laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed meeting the requirements for a capsular contracture, classified as baker grade iii/IV. This classification indicates moderate to severe contracture, characterized by firmness, distortion, and potential patient discomfort or pain. Root cause analysis: device rupture based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. Capsular contracture: capsular contracture is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of capsular contracture is recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. 4. Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: device rupture ¿ breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel-filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Additionally, the usfda recommends magnetic resonance imaging (MRI) surveillance with the first MRI performed three years postoperatively and subsequent mris performed every two years after that. These recommendations may vary from country to country, so please provide the patient with additional guidance based on your country's current care standards. Establishment labs does not recommend closed capsulotomy for treating capsular contracture because it can cause implant rupture. Some symptoms may appear, such as lumps surrounding the implant or in the axilla, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. These symptoms are not specific to rupture and may also be experienced by patients who have capsular contracture. Some cases have been reported suggesting that silicone-implant leakage should be considered in the differential diagnosis of eosinophilia. "A capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation" capsular contracture is graded into 4 levels depending on its severity. Baker grade I: the breast is normally soft and looks natural; baker grade ii: the breast is a little fi rm but looks normal; baker grade iii: the breast is firm and looks abnormal; baker grade IV: the breast is hard, painful, and looks abnormal. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself. Capsular contracture: normally, capsules of collagen fibers form as an immune response around a foreign body, such as a breast implant, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients.¿ the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) The aetiology of capsular contracture is multifactorial and consisting of patient, type of surgery, prosthetic material used, the implant pocket placement, the incision type and the duration of follow-ups (liu et al., 2015) (headon, kasem & mokbel, 2015). Capsular contracture is a risk associated with breast surgery (handel, 2006) and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of capsular contracture occurrence. 5. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to the alleged event have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
During our internal quality review of the submitted MDR, we identified an unintentional misclassification of the event. The report was originally submitted under the ¿malfunction¿ category. However, according to FDA¿s event classification criteria, the event should have been categorized as serious injury, as the patient experienced a condition that required medical intervention to prevent permanent impairment. This misclassification was due to an administrative oversight during the initial assessment of the complaint information. Upon further evaluation of the clinical details received, we confirmed that the reported harm meets the definition of a serious injury per 21 cfr 803.3. We have taken corrective measures to update the event classification accordingly and ensure that the MDR accurately reflects the nature of the incident.